Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of the lung, when the user tried to perform the second resection on the pulmonary parenchyma, while firing, even though the tissue was thin, the meter of the real-time failback parameter moved back and forth between 1 and 3. In addition, after the firing was completed, the display of the cartridge part should became 0, but the display did not change, the meter remained. The user removed the handle from the shell and replaced the shell with another shell, but the situation did not change. The firing could be performed with the handle, so the operation was continued as it was. There was no patient injury. When the device was collected, a sponge was tried, but this phenomenon occurred again. Furthermore, even though a single thin sponge was used, it would be a firing in slow mode.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle experienced an excessive firing force. When the specified load limit was reached, the powered handle will stop firing. It was reported that the device detected an excessive load and the device fired slower than normally expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the display screen had an irregular output. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: analysis of the system logs showed that a used clamshell was attached to the handle. Attaching a used clamshell to a powered handle would cause it to display a white handle swim lane with a red 0 at the bottom. The most likely cause could not be established from the information available. This issue can occurs when the user attaches a used clamshell to the handle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of the lung, when the user tried to perform the second resection on the pulmonary parenchyma, while firing, even though the tissue was thin, the meter of the real-time failback parameter moved back and forth between 1 and 3. In addition, after the firing was completed, the display of the cartridge part should became 0, but the display did not change, the meter remained. It was noted excessive load was detected and the device was still able to fire. The screen display was strange. The user removed the handle from the shell and replaced the shell with another shell, but the situation did not change. The firing could be performed with the handle, so the operation was continued as it was. There was no patient injury. When the device was collected, a sponge was tried, but this phenomenon occurred again. Furthermore, even though a single thin sponge was used, it would be a firing in slow mode.